Manufacturer narrative:
Article citation: "breast implant-associated anaplastic large cell lymphoma: a pictorial review" chacko amit and lloyd thomas. Insights into imaging (2018). This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
In article ¿breast implant-associated anaplastic large cell lymphoma: a pictorial review¿, healthcare professional reported left side "sudden and rapid increase in the size," "small to moderate effusion," "large septated seroma, which was aspirated the following day," and "confirmed bia-alcl." Pathologic markers were not noted or provided. "The patient underwent bilateral implant removal, with bilateral capsulectomies. Subsequent pet/CT showed complete metabolic remission. Surprisingly, the patient had bilateral breast implantations the following year."